Event description:
The patient had their pump explanted due to an infection. There was no additional information reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).